Event description:
Customer reportedly obtained results of 485 mg/dl, 282mg/dl, and 163mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported. Level 2 quality control was used and fell within acceptable limits. Requested return of suspect device, however customer reports strips are not available for return.